Manufacturer narrative:
The hydrus microstent remains in-situ and is therefore not available for evaluation. Device identifiers and additional information were requested from the surgeon. As of the date of this report, no response has been received. The relationship between this event and the hydrus microstent are unknown. An smdr will be filed if new information is received. The instructions for use precaution that the safety and effectiveness have not been studied in the setting of complicated cataract surgery with iatrogenic injury to the anterior or posterior segment. Elevated iop is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery complicated by a posterior capsular rent resulting in a sulcus-placed iol without anterior vitrectomy. Subsequently, a viscocanaloplasty procedure with hydrus microstent implantation was performed. The iop was 37 mmhg on topical medications and has "remained high." The patient is being managed with continued diamox for iop control. Additional information has been requested from the surgeon, but no response has been received.

Manufacturer narrative:
Section b: was inadvertently left blank on the initial submission; therefore, the report was corrected. Section b1: from blank to adverse event. Section b2: from blank to required intervention to prevent permanent impairment/damage. Manufacturer reference #: (B)(4).